Manufacturer narrative:
The hill-rom technician found that the bed was lowered onto something and the junction board was damaged. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the junction board, base plate and junction board cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating some of the bed functions were activated without the buttons being touched. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).